Manufacturer narrative:
UDI - (B)(4). Perforator was not returned for evaluation after 3 documented attempts sent concerning status of product return, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information received: all the detached/disconnected parts were removed from the wound. The procedure was completed as planned with a replacement product.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2020 a codman perforator failed to stop and was stuck in the patient¿s head when they tried to pull it out. They wiggled it and the spring and other parts fell apart. An increase in surgical time was noted, unknown for how long.